Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited noise. The patient was in a traffic accident last year and had endured unknown complications. No intervention or patient symptoms were reported. No further information could be obtained.